Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery (lad) and left circumflex coronary artery (lcx). A 38 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment and deployed in the lad and the second 2.75 x 48mm synergy drug-eluting stent was deployed in the lcx. After stenting, the patient was transferred to coronary care unit. After some time, they developed hypotension and became unconscious. The patient was placed on a ventilator and subsequently expired. It was further reported that the target lesion was 95% stenosed, mildly calcified and non-tortuous. The stent was successfully deployed. No autopsy was performed.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery (lad) and left circumflex coronary artery (lcx). A 38 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment and deployed in the lad and the second 2.75 x 48mm synergy drug-eluting stent was deployed in the lcx. After stenting, the patient was transferred to coronary care unit. After some time, they developed hypotension and became unconscious. The patient was placed on a ventilator and subsequently expired.